Event description:
The article, "acute frame recoil following transcatheter mitral valve-in-valve replacement: incidence and impact on hemodynamics", was reviewed. The article presented a retrospective, single center study to fill existing knowledge gaps by evaluating the incidence of acute frame recoil, assessing its impact on hemodynamic outcomes, and addressing key research questions related to valve function and patient prognosis. Devices included in the study were carpentier-edwards (ce), biocor, magna, mosaic, magna ease, hancock ii, ce porcine, edwards sapien s3, and edwards sapien s3 ultra. The article concluded higher frame recoil following transcatheter mitral valve-in-valve (tmvr-viv) is associated with higher transvalvular mitral gradient (tmmg) at 30-day and 1-year follow-ups. Optimizing balloon sizing may reduce recoil, improve valve performance, and enhance long-term outcomes. [The primary and corresponding author was samir kapadia, department of cardiovascular medicine, heart, vascular and thoracic institute, cleveland clinic, 9500 euclid avenue, j2-3 cleveland, ohio 44195, USA, with corresponding author: kapadis@ccf.org] the time frame of the study was from july 2016 to july 2022. A total of 70 patients were included in the study, of which 22 (31.43%) received an abbott device. The average age was 74.6 years, the average weight was 72.22kg, and the majority gender was female. Comorbidities included atrial fibrillation, hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, end-stage renal disease, liver disease, chronic obstructive pulmonary disease, peripheral artery disease, stroke, transient ischemic attack, coronary artery disease, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, endocarditis, angina, syncope, heart failure, mitral regurgitation, mitral stenosis.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: acute frame recoil following transcatheter mitral valve-in-valve replacement: incidence and impact on hemodynamics

Manufacturer narrative:
Summarized patient outcomes/complications of biocor w/ flexfit system were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, end-stage renal disease, liver disease, chronic obstructive pulmonary disease, peripheral artery disease, stroke, transient ischemic attack, coronary artery disease, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, endocarditis, angina, syncope, heart failure, mitral regurgitation, mitral stenosis.. Complications reported included surgical intervention (valve-in-valve, pacemaker), unexpected medical intervention (blood transfusion), hospitalization, mitral stenosis, mitral regurgitation, stroke, renal failure, hypoattenuated leaflet thickening; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: acute frame recoil following transcatheter mitral valve-in-valve replacement: incidence and impact on hemodynamics.